Event description:
Instant "hot pack" used to warm heel prior to blood draw on infant. "Hot pack" used to warm heel exceeded the recommended temp for the procedure and resulted in a burn on the infant's heel. Infant treated immediately by ER physician. "Hot packs" removed from use for pts on 1/23/97. Temp range for device not indicated on "hot pack." MFR specs for temp range on device indicate that the device should not be used for infant heel warming according to procedure.